Event description:
It was reported that a patient underwent a laparoscopic urological procedure on (B)(6) 2022 and suture was used. The needle broke in the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: package lot number of the clips? No lot# was provided. What suture type was used? No further information is available. What suture size was used? No further information is available. When the even occurred, was the suture placed near the hinge of the clip? No further information is available. Were you able to lock the clip closed on the suture? No further information is available. Was the applier checked for damage (jaws straight and aligned)? No further information is available. What was the surgical procedure involved? No further information is available. Was this a robotic procedure? No. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event description mentions our clips were all cracked when they were attempted to be loaded into the applier. Please clarify if the quantity of product involved was four each or one each. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the xc200 was received with no packaging, with 2 clips loaded and with no apparent damaged. The reload was tested for functionality with test device. However, the clips broke when loaded into the test clip applier; due to that the clips are absorbable and have begun with the process of degradation. Due to condition of clips no functional test was performed. Based on the damage found on the foil, the assignable cause of clip hold error, is degradation on clips; due to the improper handling of package. Event related to mw # 2210968-2022-02412, mw # 2210968-2022-02413, and mw # 2210968-2022-02415. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/3/2022. Additional information was requested, the following was obtained: "1. The event description mentions our clips were all cracked when they were attempted to be loaded into the applier. Please clarify if the quantity of product involved was four each or one each. => the qty of xc200 involved is one. (Four clips out of six cracked.) No further information will be provided." It should be noted that all ethicon product is 100% inspected prior to release. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event related to mw # 2210968-2022-02413, mw # 2210968-2022-02414, mw # 2210968-2022-02415.